Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a yellow interrogation screen and a warning message indicating a shorted lead. Previous to this, the patient received multiple shocks in which the first shock reported impedance measurements of 10 ohms and the second shock was reported as 25 ohms. Episode detail on the first shock has "shorted" in parenthesees. There are no reports of any adverse patient effects. The device and this implantable transvenous defibrillation lead were subsequently explanted and another guidant implantable cardioverter defibrillator (ICD) was attempted. This (t125) device could not be implanted due to the patient's high defibrillation thresholds. Another high energy implantable cardioverter defibrillator (ICD) was successfully implanted.